Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the patients lung was punctured. The lead remained implanted and the patient is ok and has been released home.